Event description:
During service by baxter, a flo-gard infusion pump was found to have main battery damage. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of a flogard infusion pump with main battery damage was confirmed during product evaluation. A defective main battery is the determined cause of the reported problem. The main battery was replaced to resolve the reported condition.